Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The field service representative checked the system and replaced the measuring cell. No issues were observed afterwards.

Event description:
The customer received questionable estradiol results for 10 patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 1917 pg/ml and was reported outside the laboratory. The doctor doubted the result and the sample was repeated with a new reagent pack from the same lot number. The repeat result was 12.59 pg/ml. The patient was not adversely affected. The estradiol reagent lot number was 0179169. The expiration date was requested, but was not provided. It was noted the reagent pack was nearly empty and it was suspected there were air bubbles in the reagent that were pipetted. The instrument alarms provided for investigation did not indicate an issue